Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonic screening procedure performed on (B)(6), 2015. According to the complainant, during the procedure, it was reported that the snare failed to cut. There were no issues with the generator and cables. Additionally, it was also reported that the cautery was working. The procedure was completed with this device. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results: a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. According to the complainant, the suspect device has been disposed and is not available for return. Therefore no evaluation could be performed. If any further relevant information is received or the device is returned, a supplemental medwatch will be filed.